Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) keeps freezing. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) keeps freezing. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) keeps freezing. Not in patient use.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) keeps freezing. Not in patient use. Investigation conclusion: the customer was offered several options to resolve the issue. They could either replace the hdds or send in their device for repair. Upon follow up with the customer, the customer stated that they wanted to close the ticket. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints for the reported device. The root cause could not be determined. This issue will be tracked for future occurrences.